Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; masses of silicone in her surrounding breast tissue.

Event description:
Healthcare professional reported right side "patient has tests, mammogram, MRI and ultra sound to support that they have a breast implant rupture; MRI shows that they have masses of silicone in their surrounding breast tissue. They also has left armpit lymph node discomfort, they are worried about alcl." Device remains implanted.